Event description:
The pt has 2 leads (from the same lot) implanted as part of her trial scs system. It was reported the pt experienced excessive bleeding during a trial procedure. The surgical procedure was extended by 10 minutes. It was also reported the pt was taking aspirin until the day before the trial procedure. The leads were implanted. Follow-up info indicated the pt was given a vitamin k shot to treat the excessive bleeding. Subsequently, the pt failed the trial and the leads were explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.